Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event could not be determined.

Event description:
It was reported that the device would charge the selected energy but loses power when the shock button was pressed. There was no pt use associated with the event.